Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise which resulted in pacing inhibition. This observation was made during the implant procedure. Review of the electrograms associated with this oversensing demonstrated noise suggestive of air bubbles escaping from cored out seal plugs. A guidant technical services (ts) consultant emailed a product update to the physician which addresses this observation. It is unknown at this time if the patient experienced any symptoms associated with the pacing inhibition, or if the device remains in service.